Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was suspected to be ventricular tachycardia (vt). It was noted that remote transmission revealed, the patient had what appeared to be a polymorphic ventricular tachycardia. The device did not deliver shock as the vt was in the monitor zone as programmed.